Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the implantable pulse generator (ipg) is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the implantable pulse generator (ipg) is unknown. No additional adverse patient effects were reported.